Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The wrapping enclosing the maxi ld balloon was noted to be open. The outside box was noted to be closed. The open wrapping was noticed before use on the patient. The sterility of the pouch was compromised. The outer box was closed, but the wrapped portion enclosing the maxi ld balloon was opened. The top seal was noted to be opened by 6 -7cms. The product was stored per the instructions for use. The actual product was not damaged. Another unknown product was used. The product will be returned for analysis.